Event description:
It was reported that the battery of this pacemaker had seven years remaining and after several months went to two and a half years remaining. Boston scientific technical services (ts) discussed premature battery depletion (pbd) and advised to bring the patient in to get a save to disk for analysis. Additional information indicated that the data analysis showed that the power consumption of this device has been increasing over a year. It was then recommended to consider replacing the device and return it for detailed analysis. Subsequently, this device was explanted due to pbd and the patient was given antibiotics. No additional adverse patient effects were reported. Additional information indicated that the data analysis showed that the power consumption of this device has been increasing over a year. It was then recommended to consider replacing the device and return it for detailed analysis. Subsequently, this device was explanted due to pbd. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker went from seven years to two and a half years remaining after several months. Boston scientific technical services (ts) discussed premature battery depletion (pbd) and advised to bring the patient in to get a save to disk for analysis. As of this time, the device remains in service. No adverse patient effects were reported.